Event description:
A user facility reported to olympus, the evis exera lll colonovideoscope had no flow from the main air/water system. Upon inspection and testing of the customer returned device, foreign debris was found stuck in the air/water nozzle of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, cracked light guide lens, cracked light guide lens glue, objective lens cracked, and glue worn off, scratched distal end cover, bending section cover glue worn out, and had gap, bending section cover scratched, scope cover cracked, angulation lower than standard, universal cord wrinkled, and foreign debris stuck in the air/water nozzle of the scope. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material and cause of the material caught in the nozzle could not be identified. It is likely that the material was not removed even though the user reprocessed the device properly in accordance with the instructions for use (IFU). The root cause of this reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual- preparation and inspection: inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ ¿inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ ¿reprocessing manual- precleaning the endoscope and accessories: flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ ¿manually cleaning the endoscope and accessories - flush the air/water channel with detergent solution.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.